Event description:
It was reported that moisture was in the reservoir compartment. The insulin pump had motor error and kept rewinding. Customer became upset and started to cry, could not continue with reporting incident, (B)(6) (daughter-in-law) had taken over the reporting. Motor error alarm explained, assisted in clearing alarm. Unable to rewind the insulin pump. The insulin pump kept rewinding. Advised that insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.